Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, missing segments/partial display, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Bumped/dropped/cosmetic damage customer reported that pump was dropped/bumped with no visible pump damage. Missing segments were found when self test was run. Battery failed alarm customer reported receiving a battery failed alarm. Display flashing/white/blank/frozen/partial customer reported an issue with the pump display. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. After multiple new batteries and battery cap failed batt test alarm persisted. Unable to perform displacement test, self test, sleep and active current measurement test due to constant failed batt test alarm. Proceed with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. Proceeded with deconstructive analysis. Problem isolated to electronic assemblies. No frozen screen noted. Unable to confirm missing segments/partial display due to constant failed batt test alarm. Unit also received with scratched case and cracked case-corner of belt clip rails. In conclusion, customer concern was confirmed of constant failed battery alarm. Isolate to electronic assemblies. Customer concern of cosmetic damage was confirmed during visual inspection when cracked case corner of belt clip rails was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.